Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A ntw clip was prepared and advanced into the anatomy. It was noted that grasping the leaflets had been difficult. Three grasping attempts were made without success, and also a tear of the posterior leaflet occurred. The physicians opted to remove the clip and try with a different clip. An xtw was prepared and deployed without issue. To further reduce mr, an xt clip was prepared and deployed. After deployment, it was noted the clip had detached from the posterior leaflet and remained attached to the anterior leaflet in a single leaflet device attachment (slda). It was decided at this point to add an additional clip. Another xt clip was advanced and deployed. Again, post deployment, this clip was slda from the posterior leaflet and remained on the anterior leaflet. Mr had worsened to grade 4+. The patient was converted to urgent surgery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported worsening mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A ntw clip was prepared and advanced into the anatomy. It was noted that grasping the leaflets had been difficult. Three grasping attempts were made without success, and also a tear of the posterior leaflet occurred. The physicians opted to remove the clip and try with a different clip. An xtw was prepared and deployed without issue. To further reduce mr, an xt clip was prepared and deployed. After deployment, it was noted the clip had detached from the posterior leaflet and remained attached to the anterior leaflet in a single leaflet device attachment (slda). It was decided at this point to add an additional clip. Another xt clip was advanced and deployed. Again, post deployment, this clip was slda from the posterior leaflet and remained on the anterior leaflet. Mr had worsened to grade 4+. The patient was converted to urgent surgery.